Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A post accelerated stress test (ast) 2 hour 15 min 8500 ml was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis nurse (pdrn) discovered a fluid leak on the inside of the cassette door of their cycler after ending a patient¿s pd treatment. The pdrn reported receiving an air detected in cassette alarm during treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. The pdrn was advised to discontinue the use of the cycler. A new cycler was issued. Upon follow up, the pdrn noted that the leak was found after multiple failure to drain alarms. The leak was not visible when the patient was in treatment. It was confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient gets confused when performing stat drains as well as manual peritoneal dialysis. The patient did not complete treatment the day of the event. The patient was already on ceftriaxone and was previously being diagnosed with covid and clostridioides difficile. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient needed to go to rehabilitation and has transitioned to hemodialysis. The pdrn has received a new cycler which is working well. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis nurse (pdrn) discovered a fluid leak on the inside of the cassette door of their cycler after ending a patient¿s pd treatment. The pdrn reported receiving an air detected in cassette alarm during treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. The pdrn was advised to discontinue the use of the cycler. A new cycler was issued. Upon follow up, the pdrn noted that the leak was found after multiple failure to drain alarms. The leak was not visible when the patient was in treatment. It was confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient gets confused when performing stat drains as well as manual peritoneal dialysis. The patient did not complete treatment the day of the event. The patient was already on ceftriaxone and was previously being diagnosed with covid and clostridioides difficile. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient needed to go to rehabilitation and has transitioned to hemodialysis. The pdrn has received a new cycler which is working well. The cycler was returned to the manufacturer for physical evaluation.